Manufacturer narrative:
The customer provided a photograph of the affected product, which indicates that a separation occurred at the upper pumping segment component . However the exact nature or the origin of the separation could not be confirmed from inspection of the photograph.

Manufacturer narrative:
Sample involved in this event will not be returned as it was not available. No failure investigation could be performed.

Event description:
A chemotherapy infusion with carboplatin was started following a saline infusion. The report suggests that soon after, the nurse noted a leak and on closer inspection identified that the set had separated at the upper pumping segment joint.from the reported information there are no indications of serious injury to the patient or user as a result of this incident.